Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Initial reporter also sent report to FDA is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a pump exhibited a cassette removed incorrectly alarm. There was no patient involved when the fault was discovered.

Manufacturer narrative:
Device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was missing upon receipt. An error code was found in the ehl (event history log). The customer reported issue was not duplicated during the investigation as the device passed both the functional and no disposable attached tests performed. Root cause of the reported event is unknown as no problem was found. The downstream occlusion sensor was replaced as a preventive measure. A nonconformance report (ncr) was created to investigation the incorrect/no cassette/disposable detected issue, which is ongoing. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device has not been in for service previously., corrected data: d4: correction: model number: 2120, h4: correction: device manufacture date: (B)(6)2018, h6: correction: method code should have been b21 originally.